Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber has pushed forward in metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 240,678 joules of use significantly diminished vaporization efficiency was observed. The procedure was completed using a second fiber at 115,770 joules. Patient outcome "ok" reported.